Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system. The customer stated that they were able to clear the alarm but not able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test and prime/a33 test due to faulty force sensor resistor. No a33 alarm noted during prime/a33 test. Device passed displacement test. The motor was tested outside the device and passed. The test reservoir p-cap was able to lock in place.